Event description:
It was reported that arteriotomy closure of the heavily calcified common femoral artery was attempted using the perclose proglide device after an interventional procedure. Reportedly, a cuff miss occurred and two non-abbott devices were used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. It was reported that a cuff miss occurred. A cuff miss happens when the needle travel path (trajectory) was not correct when the user deployed the proglide device. A cuff miss can be influenced by, but is not limited to manufacturing, user technique, and/or anatomical conditions. During the manufacturing process, the device is visually and functionally tested. There is no reported information to indicate a manufacture influence on the reported experience. The proglide instructions for use (IFU) provides the preferred techniques to assure the successful delivery of the suture. A change in angle or torque of the device during use could translate to a change in needle trajectory leading to the observations of this incident. The user was reportedly trained in the use of the proglide device. There is no indication of a user technique influence to the reported incident. Needle trajectory can be influenced by challenging anatomical conditions. As the needle travels through tissue, the needle trajectory can be influenced by more dense tissue such as scar tissue and calcification, and can be deflected causing a needle to cuff miss. The amount of deflection will depend on the severity of the anatomical conditions. The vessel was reported to be heavily calcified. The IFU states that the safety and effectiveness have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. There is indication that anatomical conditions may have influenced this experience, but this cannot be confirmed. The evaluation could not conclude that manufacturing, user technique or anatomical conditions had influence on the reported experience. Therefore, a cause for the reported cuff miss could not be determined by the reported information. A review of the finished device lot history records concluded the in-process yields associated with the needle and needle alignment during manufacture of this lot were within the expected ranges, which is an indication that there was no adverse quality or manufacturing trend associated with the manufacture of this lot. A query of the complaint handling database was performed and there is no indication of a product quality deficiency.